Event description:
It was reported that customer was "having battery charging issues." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.